Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 47 unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, causing subcutaneous swelling and pain. Additionally, 3 catheters leaked during use, 10 catheters caused blood stream infections that created a change in antibiotic therapy management, and 7 catheters had issues with blood exposure. 2 clinicians were stuck by a contaminated needle due to safety mechanism failure, which occurred a total of 22 times, and blood tests were drawn. Additionally, 52 catheters safety mechanisms failed to cover their needles, 2 catheters were damaged, 2 catheters had opened/damaged packaging, 1 catheter was split, and 1 catheter had a broken safety mechanism. The following information was provided by the initial reporter: "it was reported via post market survey response that the clinicians encountered infiltration / extravasation (47), blood leakage from end screwed on catheter (3), blood stream infection (10), localized IV site infection (20), hematoma (37), exposure to blood (7), needle stick injury before use on a patient (5), safety mechanism did not cover needle/stylet (52), safety mechanism did not activate (22), damage to cannula tubing leading to cannula break off / fragmentation (2), no / reduced flow of IV fluid (45), open packaging (1), split catheter (1), safety mechanism broken (1), defective packaging (1) and needle stick injury after use on patient due to safety mechanism failure (2)." "Additional information related to infiltration/extrvasation: subcutaneous swelling occurred with pain upon infusion. Additional information related to blood stream infection: change in antibiotic therapy management. Additional information related to clinician exposure to blood: non retraction by defective system and needlestick injury from needle containing patient blood. Patient having blood drawn for blood testing to ensure that he didn't have any diseases. When retracting the needle and holding it to evacuate it, the practitioner received a needlestick injury despite the safety system having been activated. Additional information related to safety mechanism did not cover needle/stylet: insertion of catheter more painful because difficulty in retracting the device normally. No cover."